Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer had a "faulty overtemp alarm" during preventative maintenance on the device. No adverse effects were reported.

Manufacturer narrative:
One hotline low flow system was returned for analysis. The enclosure, front cover, tank cover and line cord were observed to be damaged upon visual inspection. The tank was then filled with water, temp check attached, line cord plugged in and powered on the unit; duplicating complaint of over temp alarm. Based on the evidence, the complaint is confirmed. The root cause was found to be due to a faulty pcb.